Manufacturer narrative:
(B)(6) 2021 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's very top of the touch screen was non responsive and the unit was not coming out of standby mode. There was no patient involvement. The customer was advised to replace the touchscreen and was provided with the part number. Upon a follow up with the customer, the customer stated that the issue was addressed by performing a calibration on the touchscreen. The customer stated both the non responsive touchscreen and not coming out of standby issues were resolved after the touchscreen calibration was performed.